Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was experiencing high blood glucose levels to 30 mmol/l with occasional nausea and the reporter was questioning the pump delivery. The reporter stated that the patient had great blood glucose levels for a while but then in the past couple weeks the patient was having elevated blood glucose to 30 mmol/l. The reporter indicated that the patient had thrush at the time and the patient's health care provider had increased the basal rates but the blood glucose levels remained elevated. The reporter stated that when the patient was being given insulin via injection, the blood glucose levels began to resolve. The reporter stated that the health care provider explained that if the blood glucose levels responded to injections that the issue had to be the pump. The reporter confirmed that the pump settings were correct and stated that the basal rates had been doubled. There were no alarms related to the complaint in the pump history and no recorded pump suspends. The total daily dose history correctly reflected the basal and bolus histories. The reporter confirmed no issues with the sites. The reporter stated that the patient was using cold insulin in the cartridge and a few tiny air bubbles were observed in the cartridge but no leaks were identified. The reporter was advised on using only room temperature insulin in the cartridge to prevent bubbles which could affect blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia related to questions regarding the pump delivery and incorrect filling technique.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.